Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: based on the findings we can only suppose that inadequate handling has led to this breakage. No product fault could be detected. Neither a manufacturing nor design related failure could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted. The report indicates that: the as received condition of the implant was broken into two pieces with additional marks and scratches on the surface finish near the location of the break. The parts were received in sealed packaging that is not the original packaging. Date sample received at investigation site. Features at the location of the break were unobtainable. All other relevant dimensional features were measured and passed per the corresponding process documentation. Repeat features were measured at the iteration most near the break location. The parts were evaluated with the current gage to the current inspection requirements and were found to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the plate broke during unpacking. This occurred before implantation; there was no patient involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Device broke before implantation. Device was not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti sternal locking h-plate large 8 hole was processed through the normal manufacturing and inspection operations with no non-conformances or reworks noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw materials device history record revealed all lots met listed specifications with one non-conformance documented. A non-conformance report was documented due to the material cleanliness as the material for the release pin came into contact with tce which is a chlorinated organic solvent. An investigation was performed and the results were that the samples had been accidentally exposed to tce indicated no chloride surface residuals, negligible hydrogen pickup and the absence of hydride needles when metallographically examined at 500x magnification. The resolution of non-conformance report was to use the 599 ft of material as is. Therefore, with the combination of results documented for all testing performed under this non-conformance and with the given information listed under this product complaint it is determined that the nonconformance is not relevant to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.